Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vticm5_13.2 implantable collamer lens, -12.50/+2.0/153 (sphere/cylinder/axis) during the same surgery due to the lens was stuck in the cartridge or injection system and tore/broke during injection/delivery into the patients right eye (od). There was no patient injury. The lens was replaced with another same model/length lens on (B)(6) 2023 and the problem was resolved. The patient is doing fine. The cause of the event was unknown.